Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device location unknown

Event description:
Patient underwent a total hip revision approximately 11 days post-implantation due to infection.